Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ceramic liner chipped upon insertion. The liner was impacted in an angled position, believe this caused the chip to occur. Liner was unable to be removed from cup using the usual methods so surgeon elected to fracture the liner with an osteotome so it could be removed from cup.

Manufacturer narrative:
It was reported that ceramic liner chipped upon insertion. The liner was impacted in an angled position, believe this caused the chip to occur. Liner was unable to be removed from cup using the usual methods so surgeon elected to fracture the liner with an osteotome so it could be removed from cup. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.